Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became unresponsive and frozen on the lock screen. Reportedly, the button "2" remains lit up and does not progress to button "3" when pressed. Customer had elevated blood glucose levels (286 mg/dl). Customer delivered a correction injection to stabilize blood glucose levels, and stated they have back up injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction reported by the customer could not be verified. However, a different issue was identified.